Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, the customer reported that the housing for their power adapter was cracked, but that they could not see inside the housing; however, upon inspection on 10/20/2014, the product was found to be breached. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). A visual examination of the power supply revealed that the transformer housing was breached, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.58 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 55 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer reported that the housing for the pump in style power adapter was cracked. The power adapter housing was found to be breached in a product eval, which is a safety issue.